Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg cannot communicate with external devices. The patient revealed that they did not charge the ipg as required. The ipg was deemed inoperable, therefore surgical intervention may be undertaken to address this issue.

Event description:
Follow up identified that the patient underwent surgical intervention wherein the ipg was explanted.